Event description:
Subsequent to the previously filed medwatch report, additional information was received from the treating physician, quote: during the procedure done on (B)(6) 2012, the patient did have two separate coronary dissections, one in the lad which was the vessel used to go retrograde into the target vessel cto in the rca. He also had an rca dissection caused by antegrade wire manipulation. Most of the adverse events reported were related to the rca procedural dissection. The guidewire that caused this dissection was the whisper wire. The dissection may have originally been started by a retrograde wire, a confienza pro 12. However, the right coronary was then wired in an antegrade fashion which extended the dissection distally, and that wire was the whisper wire. All manipulations from that time forward were done in an antegrade manner, and they were related to the whisper wire induced dissection. The left anterior descending coronary dissection was noticed only after the rc dissection was treated and not at the time that the dissection likely occurred. The septal artery that was entered was cannulated by a curved whisper j wire. This j wire was followed into position in the septal artery by a corsair 150 cm catheter. The whisper wire was then removed and replaced with multiple other wires. It is my impression that the left anterior descending coronary artery dissection was caused by manipulation of the corsair catheter rather than manipulation of a guidewire.

Event description:
It was reported that on (B)(6) 2012 after the chronic total occlusion target lesion was successfully stented in the heavily calcified, proximal right coronary artery (rca) and long stenting in the non-target left anterior descending coronary artery, dissections were noticed on angiogram in the mid rca and in the mid left anterior descending coronary artery (lad) related to the guidewire. The asahi confianza pro was used in the mid rca and an unknown guidewire was used in the mid lad. The patient had silent ischemia. The dissections were successfully treated with additional stenting. On (B)(6) 2012, the patient had hypotension and in-stent thrombosis. The patient had ischemic symptoms related to this thrombus. The patient was given cardiovascular medication, thrombolytic treatment, and the rca was percutaneously revascularized. On (B)(6) 2013 the patient died from cardiogenic shock.

Manufacturer narrative:
(B)(4). Event description continued: the patients cardiogenic shock resulted from coronary stent thrombosis. This event occurred on (B)(6) 2012. In my (the physician), judgment, the stent thrombosis was directly related to the patients cardiogenic shock and ultimate demise. The original right coronary artery dissection on (B)(6) 2012 undoubtedly contributed to the stent thrombosis event. The corsair microcatheter referenced is being filed in a separate medwatch MFR report.

Manufacturer narrative:
(B)(4). (B)(6): concomitant products: dilatation catheter: apex push otw 1.5x15, emerge monorail ptca 3.5x12. Guide wire: asahi confianza pro, prowater, fielder fc, whisper j 190, fielder xt 190, fielder xt 300. Stent: xience v (3.5x18, 3.5x28 x2, 3.5x12, 2.5x23, 3.0x38, 3.0x15). There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The asahi confianza pro referenced is being filed under a separate medwatch MFR number.